Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the chest and neck incision sites. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with redness at the chest incision site. Due to concerns for a potential infection, the physician performed cleansing and irrigation of the area surrounding the ipg in the clinic and prescribed a 6-week course of antibiotics. Physician plans to insert a PICC line for IV antibiotics.